Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection identified white floating particles in the reservoir. The particulate was determined to be acrylic by performing a fourier transform infrared spectroscopy scan. The cause of the particulate matter could not be determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was observed to have particulate matter in the bladder. The unit contained unspecified amounts of meropenem, ceftriaxone, ceftazidime, sodium chloride. There was no patient involvement. Additional information was requested and is not available.